Event description:
It was reported that the right foot siderail would not latch. No adverse consequences reported.

Manufacturer narrative:
Manufacturer's investigation determined that the siderail latch was not functioning properly. Latch.